Event description:
It was reported that vaccine medication leaked from the bd integra¿ syringe with detachable needle hub during the injection. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "pharmacist stated that he was administering vaccines and the syringe malfunctioned." "Customer stated while administering shingrix vaccine during injection, vaccination leaked around the hub, this is not the first time this is happening."

Manufacturer narrative:
H.6. Investigation: one loose 3ml integra syringe with needle hub attached was received and evaluated. The hub was fully secured to the syringe. It was observed the retraction mechanism was activated and there was some clear fluid between the threading of the hub and collar. The hub was removed and visually inspected. On the top of the hub where the seal occurs, it appeared there was a small deformation extending from the inside of the edge to the outside. The leakage at connection was rejectable per product specification. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8324872 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the leakage at connection defect is associated with the assembly process. It is likely there was a slight misalignment when the hub was attached to the syringe causing a small indentation that made a small channel for leakage. No corrective actions are necessary based on the defective rate identified. Batch 8324872 is considered in compliance with our product specification requirements. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that vaccine medication leaked from the bd integra¿ syringe with detachable needle hub during the injection. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "pharmacist stated that he was administering vaccines and the syringe malfunctioned." "Customer stated while administering shingrix vaccine during injection, vaccination leaked around the hub, this is not the first time this is happening."